Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm after 12 hours of no interaction with the pump. There was no impact to customer's blood glucose level.